Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead had low r-waves, high threshold, and high impedance. The lead was repositioned several times. After several minutes, the patient has felt "heavy" with pressure in its heart. Blood pressure had tumbled down, the patient was intubated. Then surgeon performed a manual drainage. The patient experienced cardiac perforation, pericardial effusion and cardiac tamponade. No further patient complications have been reported as a result of this event.